Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 12 atms when it was inflated for a few seconds on the second inflation during predilation. The lesion being treated was located in the left anterior descending artery (lad). The device was removed from the patient intact. The procedure was successfully completed with another maverick otw balloon and the deployment of a stent. Patient status is listed as "good."